Event description:
It was reported that this pacemaker was depleting faster than expected. In (B)(6) 2019, the estimated battery longevity was 8 years. In (B)(6) 2021 it had decreased to 3.5 years and in (B)(6) 2022 it had decreased to 2 years. Associated with this was an increased in power consumption. A request was made to have the data from this device analyzed. Analysis confirmed that the device was depleting prematurely and recommended device replacement. No adverse patient effects were reported. The device remains implanted.